Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the tsw35 was fired twice and the device cut, but did not staple. Another tsw35 was opened to complete the procedure. Sales rep is sending back 2 non-sterile trw35 reloads involved in the procedure and 4 sterile trw35 reloads the hosp requested be sent back. There was no consequence to the pt.